Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The acutronics support team informed the customer that the mmi (man machine interface) will be replaced. The customer is advised to update software to v2.071 since the new component has a new hardware and software version.

Event description:
The customer reported that the device experienced display issues. At this time, there was no information provided regarding patient involvement in this event.